Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device .evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. The root cause for this failure was discrepancies between the reported rsoc from the bq chip and actual state of charge as calculated from the battery voltage. The most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a hartmann procedure, the nurse tried to connect the reload to the adapter, however the display screen was blackout. The nurse connected the cartridge actually, however the device did not react at all. Re-set the device, however the status was same. Replaced by another device, the procedure was completed with no problem. There was no patient injury.